Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a serious injury or death.

Event description:
Initial reporter indicated that the sites hp jornada handheld computer would not "turn on." A hard reset was performed and the ac power cord was checked and the handheld would not "power up." The handheld computer is in product analysis pending completion.